Manufacturer narrative:
The device was implanted and therefore not available for return and investigation by the manufacturer. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: six months follow-up showed severe in stent stenosis of treated vessel along with stenosis of jailed vessel. Patient was on dapt protocol and will continue on dapt for another six months. Patient is stable and asymptomatic.

Manufacturer narrative:
Correction: "report type" and "outcome attributed" in section b have been updated. Six radiographic images were provided for review. These images confirm that in-stent stenosis of the lvis evo did occur; however, they do not explain why the in-stent stenosis occurred. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
As reported: six months follow-up showed severe in stent stenosis of treated vessel along with stenosis of jailed vessel. Patient was on dapt protocol and will continue on dapt for another six months. Patient is stable and asymptomatic.